Event description:
It was reported that difficulty was experienced interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD) along with difficulty completing a software update. Technical services recommended attempting with a different programmer. The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.